Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The site reported that they encountered faults several times. The logs confirmed error reported by the left master controller, manipulator (mtml) axis 5 console 1. The customer moved to the ssc2 to continue the case; the tse advised the customer that the ssc1 mtml could be disabled if needed.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer encountered repeated recoverable faults on the system that caused the universal surgical manipulators to turn yellow. The technical service engineer (tse) viewed the system logs and confirmed error on the left master tool manipulator (mtml) on the surgeon side console 1 (ssc1). The customer moved to the ssc2 to continue the case; the tse advised the customer that the ssc1 mtml could be disabled if needed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there were no errors or functional issues on the system at startup. The customer was able to complete the case robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the left master controller, manipulator (mtml) for failure analysis investigation. The unit was analyzed and the reported problem was confirmed and replicated. In the system logs, error 23009 was found indicating encoder fault on the mtm axis 2 and error 23017 was found indicating encoder fault on the mtm axis 5, confirming the fault occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The mtm was installed onto a surgeon side console fixture test platform (sftp) where it failed on the sine cycle test. As a result of these findings, failure analysis was able to conclude that the axis 2 motor, axis 2 motor cable, and axis 5 motor were found to be the source of the reported failure. The probable root cause is attributed to electrical issues resulted from faulty axis 2 motor, axis 2 motor cable and axis 5 motor located on the mtm. Correction: h8. Was updated to initial use of device.